Event description:
It was reported that the patient had a ¿blood blister¿ at the end of the spine incision for approximately 4 months. It was noted that the patient¿s wife popped it at home and it remained unhealed. It was noted that the implanting physician tried to treat with antibiotics and the wound clinic. On (B)(6) 2014, an exploration was performed in surgery and there was a ¿sinus tract that led from the surface to the paddle site.¿ it was noted that the entire system was explanted. It was noted that there was an infection located at the spine. It was noted that a culture was taken of the lumbar region. It was unknown what organism was cultured. It was noted that this occurred at the lead location.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Follow up information received reported that cultures taken grew (B)(6) per the healthcare professional (hcp). The patient was receiving 6 weeks of IV antibiotics but otherwise was reported as well. If additional information is received, a follow up report will be sent.